Event description:
Customer was hospitalized due to high blood glucose levels. Troubleshooting was performed and pump passed all tests. Customer mentioned that she had been giving manual injections and blood glucose levels remained high.